Event description:
Facility alleges dialyzer allergic reaction. Lower back pain, chest pain, and shoulder pain at onset of treatment. Medical intervention alleviated. Treatment restarted without further complications.